Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: overall, the set screw is in correct condition: no significant deformation or breakage can be observed. The screw head is worn out, most likely due to several attempts using the set screwdriver. The threads are also worn out, once again most likely due to several unsuccessful screw insertion attempts in the nail. A functional inspection was performed. The received set screw was inserted into a compatible and functional femoral nail gt, left t2 alpha femur antegrade 10x240mm. The set screw was successfully inserted into the nail without any loosening or insertion issue observed. The reported incident could not be reproduced, therefore the event cannot be confirmed. The root cause of the reported incident could not be determined. As aforementioned, the set screw worked as intended, with no issue being observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Set screw was moving freely even when it was fully in nail without any resistance. Surgeon take it out and put 0mm cap and finished the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Set screw was moving freely even when it was fully in nail without any resistance. Surgeon take it out and put 0mm cap and finished the operation.